Manufacturer narrative:
The root cause of the instrument issue could not be determined. The fse verified proper instrument performance and customer has not called back to report any further issues relating to this event. ((B)(4).)

Event description:
Customer called to report erroneously elevated accutni results within the risk stratification range for one patient on the unicel dxc 600i synchron access clinical system. The issue was noticed when the instrument generated a troponin I result of 0.00 nanograms per milliliter (ng/ml), which was categorized as a "device error." The device failure was due to an aliquot vessel pick and place error. The sample was then rerun with a troponin I result of 0.07 ng/ml. The sample was then placed onto the laboratory's stand alone access 2 instrument, which generated a troponin I result of 0.03 ng/ml. Customer stated that the 0.03 ng/ml result was reported out of the laboratory. Customer also stated that the erroneous result was not reported out of the laboratory, that there was no negative impact to patient treatment, and that there was no death or injury associated with this event. On the following day, the field service engineer (fse) inspected the instrument and performed systems checks, including aspiration tests, ultrasonics checks and sensitivity checks, all of which were acceptable. The fse then reviewed troponin I precision, which was also within the acceptable range. In conclusion, the exact cause of the event is unknown and could not be determined.